Event description:
The customer advised: "I was drawing blood from a patient in the hand with an orange butterfly. While putting the tube to the holder, the needle broke out of the gray safety part and popped out of the holder."

Manufacturer narrative:
Complaint (B)(4): the complaint investigation is currently underway. Upon completion of the complaint investigation, a supplemental report will be filed.